Event description:
Patient reports a return of nausea and vomiting symptoms about 2 months ago. Patient called and states about 2 months ago her nausea and vomiting symptoms came back. She states she went to see her managing physician and she states he increased the device to the highest settings, and she did not notice a change in symptoms. She states she has the device checked every couple of months and she had replacement surgery in (B)(6) 2023. Referred the patient back to her provider for device management. She states she has an appointment with enterra therapy provider next week. Follow-up: the patient called me and said she found out that battery died, and she had replacement surgery on (B)(6) 2024. She said she went in for adjustments and said they weren't helping and states she has been so miserable for almost a month with vomiting, nausea, and pain. She stated today she saw dr. And he told her one of the leads is not in the stomach and she will have to go back in for surgery again. She requested to be transferred to the tech services line. Patient had a revision and battery replacement (B)(6) 2024.